Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5554-53, implantable pacing lead, 2008 (B)(6); 5092-58, implantable pacing lead, 2008 (B)(6). (B)(4).

Event description:
It was reported that the patient's skin was "black, blue and purple over device after interrogation." The device was checked and "everything looked fine." The patient later reported that they were shooting a shotgun with the gun on the same side as the pacemaker. The patient reported that the device may have moved when they were lying on their side. The device remains in use. No patient complications have been reported as a result of this event.